Event description:
A caller reported an occlusion alarm, causing the customer's blood glucose levels to peak between 349-379 mg/dl. The customer addressed the blood glucose by administering a correction bolus through the pump and did not require third-party assistance. To resolve the occlusion issue, the customer changed the infusion set and cartridge, resumed insulin delivery.